Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/30/2023, it was reported by an arthrex subsidiary employee via email that the drill from an ar-3600d fibertak disposables kit did not go into the guide properly. The guide might have been bent. The case was completed using another product. This was discovered during a procedure on (B)(6) 2023. Additional information received on 12/6/2023: this was discovered during a labrum repair procedure, and it was completed using a new ar-3600d fibertak disposables kit.

Manufacturer narrative:
The complaint allegation is confirmed. However, the allegation that this happened upon opening the box cannot be verified due to the lack of pictures of the device inside the sealed package. One unpackaged ar-3600d was received for investigation. Functional testing found resistance in the shaft of the straight drill guide, when inserting the fibertak spear through it. Visual inspection noted striation marks on the shaft of the drill - likely incurred from the interference with the mating instrument. The most likely cause of this condition is misuse due to excessive force/friction during use or insertion.